Event description:
It was reported that during a surgical procedure at the user facility, the housing of the battery broke. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
The device was scrapped by stryker.

Event description:
It was reported that during a surgical procedure at the user facility, the housing of the battery broke. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.